Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical. Inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, the questions below are sensitive (about the patient in poland) and the hospital in slupsk and others in my region will not provide us with this data.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm large needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. There was a 3.17mm offset at the tips. The grips were found to have cracking damage. Further inspection found a notch at the point where the bend is located.

Event description:
Refer to h11 for follow-up information.